Event description:
It was reported that when using the bd pyxis medstation system did not power on, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction at the station was caused by drawer 5 of the main unit, which failed and not showed up on the drawer configuration screen. A field service engineer checked all connections for full height drawer 5 and found no loose components. Despite this, the engineer reseated the connections, but the drawer still remained offline. To address the issue, both the drawer controller and the pyxisbus controller were replaced as a precaution, and the drawer was reconfigured. The system functioned as intended after the field service engineer troubleshooted the device.